Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was reported that the site was red and the pod was leaking insulin.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. No problem was found. No damages or defects were present in the fluid path that would cause the reported leaking during wear. A leak test was performed, and no leaks were observed along the complete fluid path. The investigation found no damages or defects that would cause the pod to leak during wear. No problem was found. The fluid path and formed needle tip were inspected for abnormalities and none were observed. Inspection of the pod found no damages or defects that would lead to the user reported skin irritation. The exact cause of the user reported events could not be determined.